Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient he was very irritated on his back where the two pads are located. The patient stated that the area is red and burns when he puts lotion on it. The patient reported that he was prescribed triamcinolone 0.1% ointment by his dermatologist. During a follow-up, the patient reported that the irritation has improved and he no longer has the redness or soreness in his back.